Event description:
During treatment for below knee calcification on a (B)(6) year old male patient, the wire guide sheared off and was left in the patient. The approach hydro st microwire wire guide was used successfully to gain access. Another manufacturer's laser was used to track over the wire to the occlusion. The wire was retracted about 7 inches and the calcification was lasered. Upon removing the wire, the user met resistance. The wire was noted to have sheared off inside the patient. The wire is left in patient as the artery is occluded with no blood flow. The patient did not require any additional procedures or experienced any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). The event is currently under investigation.